Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on proper button usage and confirmed the screen would eventually turn on, though the button remained problematic; thus, the pump was set to be replaced, while the customer used an insulin pen as a backup.